Manufacturer narrative:
This report is for an unknown nails: pfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a proximal femoral nail antirotation (pfna) procedure, one (1) unknown pfna nail, one (1) unknown distal locking nail, and one (1) unknown aiming arm did not operate correctly. The unknown distal locking nail moved around the nail and the aiming arm caused difficulty placing the distal locking nail. There was a surgical delay of fifty (50) minutes. The procedure was successfully completed. There is no further information available. Concomitant device reported: unk - nail head elements: pfna blade (part# unknown; lot# unknown; quantity# 1) this report is for one (1) unk - nails: pfna. This is report 1 of 3 for (B)(4).